Manufacturer narrative:
Update to b4, g3, g6, h2, h6, and h10 to reflect imaging review completion. The valve remains implanted. The edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be to be appropriate for the transcatheter heart valve replacement therapy. The edwards sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient, however there was no allegation or indication of an edwards device malfunction. Review of procedural cine study provided shows: surgical valve appears in aortic position first 2 images show wire and snare across surgical valve (basilica procedure?) Left coronary angiogram (appears with good flow) wire placed down lad with either a coronary balloon or stent rca angiogram (appears with good flow) wire now seen down the rca s3 valve across annulus, balloon with slow controlled inflation, valve deployed well within the pre-existing surgical valve s3 valve appears slightly flared on inflow side delivery system removed and left coronary angiogram performed appears good flow down lad however, guide catheter not engaged in l-main rca angiogram (appears with good flow) however, guide catheter not engaged post dilation of s3 with a bav catheter bav removed and left coronary angiogram performed appears good flow down lad however, guide catheter not engaged in l-main wire and balloon/coronary stent removed from lad wire still seen in rca with guide catheter pulled back rca wire appears to have additional slack in ascending aorta wire in rca now appears fractured and partially in rca and around aortic valve(s) rca angiogram (appears good flow) 2nd wire down rca with balloon/stent in proximal rca (where fractured wire is located) appears stent deployed in proximal rca with fractured wire 2nd coronary wire removed from rca angiogram appears with good flow (last image) a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, the cause of the coronary stent wire breaking off and remaining in the right coronary artery is unknown. However, it may be due to patient factors (coronary height) and/or procedural factors (poor wire management). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The valve remains implanted. Please reference related manufacturer report for the surgical valve report no: 2015691-2021-03556. Investigation is ongoing.

Event description:
As found through medical record review, post procedure, a retained wire fragment remained in the rca due to 'entanglement' with the 20mm s3 which required rca stenting.prior to the thv insertion, coronary arteriography was performed and wires with stents were placed prophylactically in both the left main and right coronary arteries. The valve was then crossed, a 20mm edwards s3 was placed, and valve-in-valve performed with good flow confirmed down both coronaries.next, using a 20mm non-edwards balloon, the valve-in-valve was expanded to fracture the previously placed 19mm valve. Aortography showed good result. The stent and the wire were able to be pulled easily from the left main; however, the wire down the right got trapped, and a piece of wire was left in the right coronary artery. The physician was able to get another wire down the right and then pinned this wire fragment with a stent. The patient was reported as stable at the end of the procedure.